Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 43 mg/dl. The customer did not provide details regarding symptoms and treatment of their low blood glucose episodes. Customer was not using auto mode. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Device calibrated with sensor and test plug. No calibration anomaly noted. No auto mode anomaly or lost sensor alert noted during testing. (B)(4).